Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed. Lead repositioning was unsuccessful, so it was explanted and replaced. Patient's condition was stable before, during and after the procedure.